Manufacturer narrative:
Notification: due to prodigy account inadvertently not being migrated from https://esgtest.FDA.gov to https://esg.FDA.gov, this report was previously submitted to MDR test environment. This is a re-submission through https://esg.FDA.gov production webtrader.

Event description:
This is a supplemental report to initial report# 3008789114-2014-00037 to submit additional investigative information from manufacturer of suspect device and add correction to device serial number suffix. Serial number-(B)(4). Investigation results: suspected device evaluated by ok biotech and concluded that the meter and strips operated within specifications. The meter current test is 1.5 a. The criteria is <55 a. Pass. Meter setting, audio and all buttons were ok. Tested the suspected meter with suspected strip and retained strips with in house control solution. The readings of control solution test for low level are:53/49/43 mg/dl; for high level are:255/262/246 mg/dl, the request gcs range is low:25~70 mg/dl;high:200~300 mg/dl. All results were within the acceptable range. Reference manufacturer report# 3005862821-2015-00002.

Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014 at 6:00pm. Pt (hl) called in stating that her prodigy meter was giving her high test results in the 200-400mg/dl range. Pt stated that she did not have any symptoms at the time. The reading on the prodigy meter at the time of the event was 517mg/dl. Pt's son transported her to the ER. Upon arrival at the ER, pt's glucose reading was 170mg/dl with the ER's meter. Pt was released from ER without any treatment administered. Pdc sent replacement and prepaid envelope requesting return of suspect device.